Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted due to driveline power fault. Log file submitted captured driveline power faults starting (B)(6) 2021 at 0441 and continued for the remainder of the log file. The patient¿s modular cable and controller was to be exchanged to see if that would resolve the driveline power faults dependent on if the patient could tolerate a brief pump stop. Additional information requested but not provided. Related manufacturer report number (controller) MFR# 2916596-2021-05220.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned mod cable, lot 7426489, was determined to be not related to the reported event of driveline power fault; this was reproduced with a returned system controller, serial (B)(6). The returned cable was operated on a mock circulatory loop and no alarm was produced. The integrity of the internal wires of the modular cable was tested which passed without any issue. The cable functioned as intended during the analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the modular cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 instructions for use (IFU) (rev. C) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap". Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. No further information was provided. The manufacturer is closing the file on this event.